Event description:
It was reported that the device now indicates that it is at elective replacement indicator (eri), but 6 months ago it said it had 9 years left. It was further reported that the patient had called to inquiry when the reprogramming session to "fix her device" would take place as she was feeling weak and lightheaded. The device is still in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: battery depletion indicated/eri, measurement system lockup.